Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery for fracture of the proximal humerus on proximal humerus with the products in question. In the surgery, during the drilling of the distal lateral stop, the drill bits in question were not sharp enough, although the patient's bone quality was also a factor. The sleeve in question was inserted and drilled until it contacted the bone, avoiding the soft tissue, but the drill interfered in the g-hole. The image confirmed that the drill tip reached inside the nail hole, so when the drill tip was lightly tapped with a hammer, the drill tip passed through the hole. Finally, when inserting the end cap in question, the end cap was reinserted several times, but it did not engage properly, and the surgeon decided to close the wound with the cap engaged at an angle. The surgery was completed successfully with a 30 minutes surgical delay. No further information is available at this time. This report is for one (1) ti multiloc end cap f/multiloc nail/0mm extension-sterile. This is report 1 of 6 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9, h3,h4,h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. E3: reporter is a j&j sales representative. Device history lot part number: 04.019.000s. Lot number: 9546p85. Manufacturing site: mezzovico. Release to warehouse date: 27 feb 2024. Expiration date: 01 feb 2034. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.